Event description:
It was reported that the compressor shut down while being used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported compressor was connected to a ventilator device during the event. No device logs have been provided for evaluation. Whether the compressor stopped delivering air or not can therefore not be established. The compressor was examined at the hospital by our field service engineer. According to the hospital the compressor suddenly stopped but did not shut down. No failure could be established during the simulated use testing performed by the maquet fse (field service engineer). After the pre-use, function, and safety checks all were performed successfully, the unit was returned to service. The cause as to why the reported compressor stopped could not be determined from the results of this investigation.